Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that the patient was given premarin vaginal cream 0.5 gm 3 / week.

Manufacturer narrative:
(B)(4) - suture spitting. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an abdominal hysterectomy (B)(6) 2010. The surgeon closed the vaginal cuff with suture. The patient complained of suture in the vagina and the husband complained of feeling the suture during intercourse in (B)(6) 2010. The patient was unable to tolerate the suture being removed in the doctor's office. In (B)(6) 2011. The patient returned to surgery under anesthesia and had the suture removed from the vagina. The patient continues to have the same complaints in (B)(6) 2011. The surgeon is planning to take the patient back to surgery sometime in (B)(6) to remove more suture. There was not any infection noted at any time.